Manufacturer narrative:
The field service representative could not determine a cause for the issue. The ise probe alignment was checked along with the ise tubings and ise sipper nozzle which were ok. The sample probe was aligned and adjusted. Ise checks were performed and acceptable. The customer performed qc which was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable ise indirect gen.2 results for two samples from the same patient on the cobas 6000 c (501) module. Sample 1 initial sodium result was 146 mmol/l and the repeat result was 138 mmol/l. Sample 2 initial potassium result was 3.69 mmol/l and the repeat result was 4.69 mmol/l. The initial results were reported outside of the laboratory. The sodium electrode lot number was q09 and the potassium electrode lot number was x45. The expiration dates were requested but were not provided.